Manufacturer narrative:
A ge service rep performed an on site investigation. The c-arm power supply was replaced. The system was tested and operates as intended.

Event description:
The customer reported there were intermittent communication failure errors. No pt injury was reported.